Event description:
The manufacturer received information alleging the left operation button was malfunctioning on a trilogy o2 ventilator. It is noted that it seems like the button was pressed twice even though it was only pressed once. Additionally, there is a considerable margin of error when measuring ventilation volume. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the left button reacting as if pressed twice was confirmed by operational checking. The service technician states that the front panel/keypad led printed circuit assembly (pca) was replaced to resolve the issue. Additionally, the displayed tidal volume did not get stable and displayed lower than that of other units when compared with the same circuit/settings. When the preventative maintenance test was performed to determine the faulty part, the device failed the positive and zero flow verification steps. The sensor pca was replaced to resolve the flow volume issue. The device passed all testing. Additionally, there was damage to the screw receiving parts of the 200/02 flow sensor assembly and 02 front enclosure was confirmed, they were replaced. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.